Event description:
Gladius mongo 14 with a turnpike microcatheter traversed thru diffuse proximal rca disease but was not successful in crossing proximal cap of cto. Gladius mongo tip broke off in the proximal cap and wire was removed. Attempts to cross the cto were made with a fielder xt and gaia but were unsuccessful. Decision was made to abort crossing the cto and leave tip in vessel. An angioplasty was performed in the proximal diffuse disease. A second gladius mongo 14 was used and also had a tip break. (I will create a separate report for this wire).